Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned, due to pacing not being delivered when required and high out of range pacing impedance spikes. The rv lead was not tested through the pacing system analyzer, during the procedure. No lead damage was observed through x-ray. No additional adverse patient effects were reported.